Event description:
Reporter states that patient was treated at hospital for hyperglycemia. Reporter states that patient had high bg, bolused without relief, then gave 10 iu insulin from new insulin vial by syringe. Still bg did not come down. Reporter states "patient has much trouble to bring bg back to normal range if high." User error likely caused event. Pump not returned for evaluation.